Manufacturer narrative:
(B)(4). The lot 12k051 was manufactured on october 15, 2012 to october 16, 2012 a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. There was no patient involvement. No additional information is available.